Manufacturer narrative:
Related MFR # 2916596-2022-10652. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having a normal dressing change by their spouse on (B)(6) 2022 when the pump alarmed and the patient became unresponsive. Emergency medical services (ems) were called. When ems arrived, the ventricular assist device (vad) coordinator was contacted and the system controller was found to have no green circle illuminated, low, flow, no external power, communication fault, and replace system controller. The system controller was exchanged and restarted successfully with the assistance of the vad coordinator via telephone and device values were normal. The patient's family member stated that the patient was probably down for 20 minutes before the system controller was replaced. The system controller was to be returned for further evaluation and log files were attached. The event log captured controller internal fault (B)(6) 2022 at 2207 and continued for the remainder of the log. These were followed by communication a and communication b faults. All of these events continued for the remainder of the log with the vad numbers for speed, flow, pulsatility index, and pump power at zero. The patient was intubated and transported to a hospital where a head cat scan was obtained that demonstrated no acute intracranial process. The patient was transferred to the implant hospital where the withdrawal of care took place on (B)(6) 2022 and the patient passed away after anoxic brain injury was confirmed.

Event description:
Related manufacturer reference number: 2916596-2022-10652.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed a pump stop event that appeared to be due to damaged fuses in the system controller. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported anoxic brain injury could not be conclusively established. The system controller event log file captured controller internal fault alarms on 18apr2022 followed by a pump stop event which appeared to have been caused by damaged fuses in the system controller. The pump appeared to have functioned as intended at the set speed prior to the pump stop event. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The pump was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The IFU caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.